Manufacturer narrative:
Concomitant medical products: ddmb1d1, ICD, implant date: (B)(6) 2018; 419488, lead, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited fracture, high impedance and loss of capture. The lead was deactivated, capped and replaced. No patient complications have been reported as a result of this event.